Event description:
It was reported that the pt presented in clinic. The right ventricular lead exhibited high impedance. The device was resolved by reprogramming. The lead remained implanted. The pt will continue to be monitored.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.